Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer alleged that the fill estimate was inaccurate. Reportedly, the cartridge was filled with approximately 295 units and the insulin gauge displayed an initial fill estimate of over 60 units. Tandem technical support educated the customer on the insulin gauge calculations of the pump; however, the customer maintained that the fill estimate was inaccurate. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate. There was no known impact to the customer's blood glucose level.